Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for investigation. Visual/functional inspection was not able to confirm the reported issue. The reported issue could have been caused by a disconnected usb cable or by the siu power switch being turned off. DHR review found device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. After the instructions for use review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint provides instructions for checking the proper function and connection of cables. We could not confirm there was a relationship established between the reported event and the device. The device was returned and investigated for initial investigation. Based on the investigation the root cause was classified as no problem found with the device.

Event description:
It was reported that system would not boot up properly. Error code 40000000000 appeared 6 times during 6 attempts. Tech support instructed to check the series of cable checks in the back of the cart. The siu and ubs cables in particular and traded their usb cables respectively. Also disconnected and reconnected other usb connections and verified power strips were on, fans were running, and all plug ins tight. Trying to isolate a bad cable or ubs without luck. The navio case was cancelled and converted to manual.